Manufacturer narrative:
No product analysis - unable to confirm the report. The device was discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated the tip of the tricut blade came off while in use. There was no patient injury reported as a result of this event. The customer discarded the product.